Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lines of five (5) subcutaneous infusion sets were plugged. It was further reported that unspecified fluid could not be flushed through the line. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: upon further review, it was determined that this report is a duplicate of report of 1416980-2021-03640. All investigation activities will be captured under report 1416980-2021-03640. Should additional relevant information become available, a supplemental report will be submitted.